Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose level was 517 mg/dl at the time of incident. The current blood glucose was 501 mg/dl. The drive support cap was normal. Troubleshooting was performed for insulin under delivery. Based on customer report customer did not allege pump was under delivering. The product will not be returned for the analysis.